Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: tlh. Event description: [translation] at the end of the procedure it was noticed that plastic had broken out at the bottom end of the trocar sleeve. After examining the abdomen, three individual pieces of plastic were found and recovered. Type of intervention: retrieval of separated parts. Patient status: unknown.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, photos of the event unit were provided, confirming the complainant¿s experience of a fractured cannula tip. Based on the description of the event, it is possible that the cannula tip fractured due to large force exerted on it during insertion or instrumentation coming in contact with the cannula tip during the procedure. It is also possible that the cannula was more susceptible to breakage. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: tlh. Event description: [translation] at the end of the procedure it was noticed that plastic had broken out at the bottom end of the trocar sleeve. After examining the abdomen, three individual pieces of plastic were found and recovered. Type of intervention: retrieval of separated parts. Patient status: no postoperative complications with this patient.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: tlh. Event description: [translation] at the end of the procedure it was noticed that plastic had broken out at the bottom end of the trocar sleeve. After examining the abdomen, three individual pieces of plastic were found and recovered. Type of intervention: retrieval of separated parts. Patient status: unknown.